Event description:
It was reported that (10 device was used during a laparoscopic cholecystectomy. It was reported by the affiliate that the clips of the er420 instrument spit staples during the procedure. The clips did not fall into the pt. The case was completed by using another instrument. There was no consequence to the pt.